Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd the following information was provided by the initial reporter: we hereby forward a complaint report received from the mda deg. 5 pediatric area - az. Verona for the cannula needle code 381912, unfortunately the batch is unknown. They indicate that when the mandrel is retracted, the cannula has broken. Response received on 12-jun-2025: ¿ was the device used in/on the patient when the problem occurred? Yes ¿ has the patient or user been harmed? If yes, please provide a brief explanation - no ¿ was the healthcare professional present when the problem occurred? -yes ¿ if a leak has occurred, confirm the leaked liquid. ¿ leak where the cannula is ¿ additional medical/medication intervention was required. If yes, please provide a brief explanation ¿ another needle has been placed please provide an event date? 03/06/2025

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.